Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital with multi-organ failure and atrial flutter. The patient underwent cardioversion and an atrioventricular (av) node ablation on (B)(6) 2018. It was also noted the right atrial (ra) lead dislodged which was replaced. The patient was stable. Further information was requested but not received.

Event description:
Additional information was received indicating the dislodgement occurred during the av node ablation procedure. The ra lead was explanted and replaced. The patient was stable.